Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative section g2, report source, of the initial medwatch report should have stated: distributor, other (third party servicer) new information for supplemental medwatch report 001-- h6: ventec was provided with a copy of the authorized third party service provider (asp) work order where it was observed that the date that the asp had observed the reported issues was (B)(6) 2021. As a result, section b3, date of event, has been updated from (B)(6) 2021 to (B)(6) 2021. The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device is getting low fio2 (fraction of inspired oxygen) readings. There was no patient involvement.